Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the drug had not infused within the set time. At the time the infusion should have been completed (46 hours), it still had drug in the cassette and indicated 15 hours remaining. The rate and volume had been set correctly. No clamps had been on, no kinks had been in the tubing, and the patient's port-a-cath had been patent with a good blood return. There had been no delay in the patient's treatment. There had been no alarms during the infusion. The drug being infused had been fluorouracil. The continuous infusion rate had been 2.13 ml/hr. The reservoir volume had been 97.9 ml, and approximately half had been given. The length of the infusion had been set to 46 hours. A cstd had been used to fill the cassette. The pump had been used to prime the extension tubing. The event occurred while in use with a patient at the patient's home. The operator of the device was a health professional. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D3: correction. H6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.